Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the back panel key was stuck. A field service engineer found that key 985, used for the right-hand lock, had twisted and become stuck in the lock, preventing work on the station. Attempts to extract the key were unsuccessful, so the lock was replaced. The customer retained the old lock and key for disposal. The new lock was installed and was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es back panel key was stuck, prevented the user from removing medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.